Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was auto-reducing. An sjm representative interrogated the system and found no anomalies. Reprogramming resolved the issue. The patient's ipg was replaced due to an unrelated issue. The lead was tested intra-operatively and there were no issues. Post operative the patient reported effective stimulation therapy.